Event description:
It was reported that the subject device had no image. The issue occurred during service and maintenance and there were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure could not be confirmed. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.